Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and the reader was observed to be damaged due to use related issue. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. Customer was unable to check his blood sugar and lost consciousness. Customer stated he self-treated after regaining consciousness. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported he was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. Customer was unable to check his blood sugar and lost consciousness. Customer stated he self-treated after regaining consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.